Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 556883. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed delamination of diaphragm valve assessed as adhesive failure. Observed an opening assessed as cracked valve seat diaphragm valve. Observed an opening assessed as surgical damage. As per the investigation procedure creases, wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.